Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Lot number was not provided by customer. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) ¿ the dentist reported that 5 months and 22 days after the dental implant was installed in intraoral region 29#, its non- osseointegration was observed. Moreover, the patient presented bone type ii and immediate implant was performed.